Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. The customer stated that the insulin pump said the blood glucose level was 50 but when they checked the blood glucose was 70. The insulin pump then asked him to calibrate but he had already calibrated an hour before. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump will not be returned for analysis.